Event description:
It was reported that 21 days after an atrial fibrillation (afib) radio frequency (rf) ablation with a qdot micro catheter and a ngen generator, the patient experienced an esophageal fistula treated with surgical repair. It was reported 21 days after the procedure, that the patient was admitted to the emergency room (ER) with abnormal labs. The patient was taken to surgery and a "dime sized" esophageal fistula was found. The esophageal fistula was repaired within the operating room (or). The physician indicated that the patient was slowly recovering but remained in stable condition. The adverse event was assessed as MDR reportable under both the qdot micro catheter and the ngen generator.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).